Manufacturer narrative:
Additional information was received on january 11, 2024. The rupture, originally thought to possibly be bilateral, was only left sided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction / capsular contracture / rupture future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral capsular contracture, bilateral local reaction, and possible bilateral rupture post procedure. This resulted in asymmetrical appearance. The left implant had flipped. The breast was hardened and there was swelling. The rupture was diagnosed through ultrasound. As a result, mastopexy and replacement with smaller implants is planned for (B)(6) 2024. 1645337-2024-00285 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 1, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).